Event description:
It was reported that at implant the pulse generator exhibited back up vvi operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator in backup mode. After downloading the product code, normal function ensued.